Manufacturer narrative:
Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The main keypad assembly was further evaluated in the failure analysis center. Physio-control was unable to duplicate any failure with the keypad assembly during additional testing. Physio was unable to determine a component level cause for the reported failure.

Event description:
The customer contacted physio-control to report that when their device is in manual mode, it was not responding correctly when buttons were pressed. Physio-control examined the unit and observed that when the device is either physically moved, or if the charge, energy, or power buttons are lightly pressed the device will stop detecting the paddles with our without a patient load attached. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.